Manufacturer narrative:
The reported event the tip of the device broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement. The device was scrapped as it was not repairable.

Event description:
It was reported that the tip of the device was found to be broken off during set-up conducted at the user facility. No adverse consequences or medical interventions were reported with this event, as it occurred during set-up, there were no delays or patient involvement.

Event description:
It was reported that the tip of the device was found to be broken off during set-up conducted at the user facility. No adverse consequences or medical interventions were reported with this event, as it occurred during set-up, there were no delays or patient involvement.